Event description:
A pt reported that their meter would not turn on. This issue was not resolved with troubleshooting. Pt did not have symptoms. There was no medical intervention or treatment given. No further info has been reported.